Event description:
It was reported that while using the ilet bionic pancreas, the user navigated to the fill tubing function and initiated the process while still connected to the infusion set and tubing, then attempted to back out without completing the step; the agent guided the user to disconnect, navigate to 0.0, return to the main screen, and resume delivery, and the user¿s blood glucose remained stable and unaffected during the interaction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem involving an improper or incorrect procedure, and implicated the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.